Manufacturer narrative:
The device was returned and evaluated. There was no evidence of fire on the returned device. The physical evidence suggests the smoke experienced was likely the result of exposed wires on the damaged programming harness touching each other. The harness was likely damaged from dragging on the ground during initial operation.

Event description:
Alleges wire that hangs off of the controller resulted in a small fire. Provided that unboxed unit, drove it, and it quickly began to smoke. The plug was torn off as it was dragged across the carpet.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges wire that hangs off of the controller resulted in a small fire. Provided that unboxed unit, drove it, and it quickly began to smoke. The plug was torn off as it was dragged across the carpet.